Manufacturer narrative:
One opened company system was returned. The applier and loader were returned in the contour tray and the stent was returned in a vial of liquid; both were inside the outer carton. The company applier was visually inspected and was found to be conforming. The company loader was visually inspected and was found to be conforming. The company stent was visually inspected and was found to be conforming. The applier was functionally tested by pressing the back button to extend the guidewire and then pressing the front button to extract the guidewire, and the applier was found to be functionally conforming. The guidewire was visually inspected and was found to be conforming. The applier was again functionally tested with the stent and loader. The stent was placed in the loader and then was loaded onto the guidewire of the applier, and finally released off the guidewire. The applier, loader, and stent all interacted as intended and were functionally conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be visually and functionally conforming. The doctor did indicate that the company stent did not contribute to the event and that the large cleft was due to the patient felt pain during the procedure and suddenly turned his head, therefore; the root cause is related to patient movement and not related to a product issue. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a glaucoma stent implant surgery, a patient experienced a large cyclodialysis and the stent was not able to be seated firmly. Patient impact is unknown. Additional information has been requested.